Event description:
Literature: gervais-bernard h, xie-brustolin j, mertens p, et al. Bilateral subthalamic nucleus stimulation in advanced parkinson's disease: five year follow-up. J neurol. 2009; 256(2): 225-233. Summary: this study assessed the long-term efficacy and safety of bilateral subthalamic nucleus (stn) stimulation in patients with advanced parkinson's disease (pd). A total of 42 consecutive patients with idiopathic pd treated with bilateral stn stimulation were enrolled from november 1998 to june 2002. It was reported that one patient committed suicide 6 months after surgery. The patient had no past history of depression or suicide attempt; before surgery, his bdi score was of 14. This patient presented the day after the surgery with pneumonia and atrial fibrillation complicated by cardiac failure. It was reported that the patient never fully recovered to his preoperative neurological status and presented severe postural instability and gait disturbances although the brain CT scan did not show any stroke. It was reported that the: patient developed depression but did not tell his family he was about to commit suicide". The authors do not think, although this cannot be completely ruled out, that the suicide was directly due to the stimulation, but rather to indicate complications of the surgery. See manufacturer report number: 2182207-2009-03228.

Manufacturer narrative:
See scanned pages.